Event description:
It was reported that the device did not alarm during testing. No pt involvement.

Manufacturer narrative:
The returned device was evaluated. During investigation it was found that the device does not alarm or obtain any readings when connected to a sensor due to a broken internal instrument flex cable.